Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor was damaged during de-casing process. An extended investigation was observed. Visual inspection was performed on the returned de-cased sensor puck using a digital microscope heavy damage to the molex connector and traces leading to the application-specific integrated circuit (asic) was observed. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. An smu (source meter unit) test was performed using fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned puck had an electrical current measured to be out of specification indicating an issue with the puck's afe (analog front end). Additionally, a poise voltage test was performed and results that were out of specification were observed (poise voltage test result: overload), further indicating an issue with the afe was present on the returned puck. The poise voltage test was performed. The afe issues were due to the damage the sensor sustained during de-casing as the traces that were lifted are a part of the afe circuit. Thus, the issue is unable to be tested due to the returned sensor not being in a suitable condition for testing. This issue will be closed to "unable to test" due the sensor being in a suitable testing condition. The issue was caused by damaged during de-casing and was not a result of a product malfunction. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 360.00 mg/dl compared to readings of 110.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 360.00 mg/dl compared to readings of 110.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was found to be in sensor state 8 (error_termination). Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor was damaged during de-casing process. Issue was forwarded to hpqe for extended investigation. The de-cased puck was received by the hpqe (hardware product quality engineering) team. Visual inspection was performed using a digital microscope (eq5021) on the returned puck. Heavy damage to the molex connector and traces leading to the application-specific integrated circuit (asic) was observed. Performed an smu (source measurement unit) test to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned puck had an electrical current measured to be out of specification indicating an issue with the puck's analog front end (afe). Furthermore, a poise voltage test was performed and results that were out of specification were observed (poise voltage test result: overload), further indicating an issue with the afe was present on the returned puck. Hpqe determined that the afe issues were due to the damage the sensor sustained during de-casing as the traces that were lifted are a part of the afe circuit. Thus, the issue is unable to be tested due to the returned sensor not being in a suitable condition for testing. This issue will be closed to "unable to test" due the sensor being in a suitable testing condition. The issue was caused by damaged during de-casing during the phase 2 investigation and was not a result of a product malfunction. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.